Event description:
Customer reported that their pump screen was dark and would not turn on. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite troubleshooting efforts, the pump screen remained non-functional, showing a red led and not vibrating. Customer technical support (cts) informed the caller about returning the problematic pump using a pre-paid label and follow-up procedures for receiving a replacement pump. The replacement pump will be sent once the current pump is returned, and the customer was advised on interim backup therapy using multiple daily injections (mdi).